Event description:
The reporter contacted animas on (B)(6) 2014 reporting a call service 064 alarm during prime/fill cannula step. The reporter stated that the patient had a blood glucose (bg) over 400mg/dl with nausea, polydipsia, and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced due to an alleged call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.